Event description:
Heather rush, the healthcare provider of the patient, reported that the wake button of the insulin pump was often unresponsive and the screen was dimmed, making accurate dosing challenging. Additionally, the battery life had decreased by over 30%, leading to unexpected pump shutdowns and indicating a mechanical malfunction that could not be repaired. There was no adverse impact on the customer¿s blood glucose level reported. The customer¿s parents opted not to follow up with technical support and are obtaining a new device since the current pump was out of warranty and further information could not be obtained.